Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-00609; 3005168196-2019-00610.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted coils into the target vessel. The physician then began inspecting three smart coils, prior to use, by submerging them in saline on the back table and attempting to advance them through their introducer sheaths. It was then reported that the smart coils were only able to advance slightly from their initial positions within their introducer sheaths. The smart coils were, therefore, not used in the procedure. The procedure was completed using additional smart coils.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00609 and 3005168196-2019-00610.